Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with near syncope. It was noted arrhythmias appear to continue beneath detection rate. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.